Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted exhibited failure to fix the wire helix. The right ventricle lead was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported event was "helix cannot be fixed". As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Visual and x-ray examinations of the lead did not find any anomalies.